Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hypoglycemia and emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels fell to 2.4 mmol/l (43 mg/dl) while wearing the pod between 4 and 24 hours on the leg. At 9:28 pm the patient's bg level was 6.5 mmol/l (117 mg/dl) and a bolus of 5.3 units of insulin was administered. At 9:30 pm the patient's bg level was 7.7 (139 mg/dl) and he went to bed. During the night a neighbor called the police, around 2:00 am, due to noises coming from the patient's apartment. When the police arrived the patient was incapacitated and the paramedics were called. The patient's bg was 2.4 mmol/l (43 mg/dl) when the paramedics arrived and they gave him liquid gel, intravenous therapy, and a glucose injection. The patient was then brought to the hospital where they performed chest scans and monitored him for a numbers of hours. The hospital determined the cause of the event was an over administration of insulin. No further treatment was provided.